Manufacturer narrative:
(B)(6). The lot was manufactured between january 29, 2018 - january 30, 2018. The device was received for evaluation containing no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume folfusor. The folfusor was filled with 3000mg of fluorouracil and 100ml of glucose 5%. The expected infusion time was 48 hours; however, the folfusor infusion was stopped after 24 hours and still contained 96ml. There was no patient injury or medical intervention associated with this event. No additional information is available.